Event description:
Event description guidant received information that upon interrogation of this pacemaker by a nurse, the atrial lead safety switch had been triggered. The daily measurements reveal an atrial lead impedance measurement of greater than 2500 ohms. Noise was able to be reproduced on teh atrial electrogram. Though the bipolar lead impedance measurement was 600 ohms at the time of the interrogation.